Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture one day post-implant. An x-ray was taken which confirmed dislodgement. It was further reported that the ra lead was sensing r waves. The lead was repositioned and remains in use. The patient is a participant in the electrocardiography (ECG) belt for cardiac resynchronization therapy (crt) response study. No patient complications have been reported as a result of this event.